Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 19 events were reported for this quarter. Product return status: 19 devices were received for evaluation. Evaluation status: 4 events were confirmed during testing. 4 devices were found to be bent. 15 device evaluations are in progress. Additional information: 19 devices are not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was bent. 18 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was bent. 18 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 15 total events were initially reported. 15 previously reported events are included in this follow-up record.   Product return status 15 devices were received.   Evaluation status 15 reported events were confirmed during testing. - 15 devices were found to be bent.   Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.